Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced issue with 5 infusion sets adhesive between 24-may-2024 and 11-jun-2024. The infusion set was in use for few hours, before it fell off. The patient resolved the issue by replacing infusion set and resumed insulin. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5.